Event description:
The pt was treated in the study with a precise stent the right carotid artery. Four days after the index procedure, the pt's family brought the pt into the hospital. The pt had experienced a small stroke with symptoms of left arm and eye drifting and walking difficulty. It was found that the pt had thrombosis at the origin of the stent that extended upwardly. At that time, the pt was treated with antiplatelets and anticoagulates and experienced some lung problems. The pt subsequently aspirated and was intubated. While intubated, the pt suffered another stroke and expired approximately 13 days later.

Manufacturer narrative:
This product is not available for analysis as stated. Add'l info has been requested and will be provided within 30 days of receipt.